Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve dislodgement occurred. It was reported that when the vizigo was being flushed, the white tubing scrunched up. The vizigo was flushed more but the issue persisted. The caller stated that there was resistance when attempting to advance the dilator through the vizigo and the dilator became kinked at the tip. Vizigo part was dislodged. The device was not used on the patient because the issue was found as we prepped the sheath before putting it on the patient. The vizigo was replaced and the procedure continued with no further issues. There was no patient consequence.

Manufacturer narrative:
On 23-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve dislodgement occurred. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. A video was received for evaluation. According to the video provided by the customer, the hemostatic valve was observed dislodge inside the hub. Visual analysis of the returned device revealed that the hemostatic valve was dislodged inside the hub of the device. Also, some bents were observed in the dilator, that could be related to excessive force applied. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. The separation of the valve could be causing the resistance mentioned by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation, resistance with sheath and dilator damaged issues reported by the customer were confirmed. The potential cause of the separation and stress marks of the hemostatic valve and dilator bents could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).